Manufacturer narrative:
One g2 delivery system, introducer sheath, and filter was received for evaluation. Upon initial inspection of the returned sample, it appeared that there were drag marks in the storage tube indicating the filter had exited. The touhy on the y-body was loose, otherwise the storage tube and the y-body were clean and intact. The pusherwire was measured and met specifications. The dilator was removed from the sheath without any problems. The dilator was clean and intact. The sheath was evaluated, and it appeared that the filter was stopped just proximal of the distal tip. Two of the filter hooks had pierced through the wall of the sheath. The sheath was measured and met specifications. The filter appeared clean and intact. One set of legs on the filter were crossed. Heat was applied to the filter and the legs of the filter untangled and the filter took shape. All arms and legs were present and intact. The filter was measured and met specifications. The result of the investigation was confirmed as indicated by the 2 puncture marks in the sheath, causing difficult to deploy, leading to misplacement, root cause unknown. The current IFU (information for use) for this device states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of the filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. This report is being submitted as this product is the same or similar to a product (rf310f) currently distributed in the u.s.

Event description:
It was reported that the filter delivery system was placed via the left femoral vein. After deployment, the pusher wire was tangled in the filter and was moving the filter with each attempt to remove the pusher wire. Although the filter deployed properly, the pusher wire pulled the filter down and turned it sideways in the vena cava (2 legs up/4 legs down/apex pressing against side of vc). The filter had to be repositioned (upright) with a snare and then was removed with a recovery cone.